Manufacturer narrative:
On february 3, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the ce med height te 650cc tissue expander was found to have a tear on the posterior view, measuring 0.5 cm. Leak testing was performed, in accordance with mentor procedures, and no additional leaks were detected. A microscopic examination was performed and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per the returned device, mentor became aware that the suspect medical device's lot number was 7672454. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a (B)(6) year old white female patient, who's undergone primary breast reconstruction with a 650cc ce med height tissue expander on the left breast, suffered breast implant deflation, post-procedure. As a result, the patient underwent removal and replacement with a silicone filled implant (catalog: 334-1352 lot: 9614856 sn: 9614856-002) on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).